Event description:
It was reported that a blue-winged luer cap was missing from a folfusor elastomeric device. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection confirmed the reported condition of a missing blue-winged luer cap. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the lot was manufactured from january 2, 2013 to january 3, 2013. Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was unable to be determined. Should additional relevant information become available, a follow-up MDR will be submitted.